Manufacturer narrative:
This MDR is being filed retrospectively as a result of corrective actions to 483 observations. Medwatch report was received by baxa corp on 9/14/06. IV pharmacist, was contacted regarding the issue on 9/14/06 and he states that he discovered the issue. He reported that the incorrect quantity of nacl was entered into the em-2400 software by the pharmacist. He states that the pharmacist entering the order inadvertently switched the two ingredients and that the compounder operated as intended. This issue, therefore, is not attributed to any failure of the em-2400 compounder or any other baxa device, but rather, was caused by incorrect entry by the pharmacist; the compounder operated as designed.